Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer changed supplies to address the occlusion alarm. Customer's reported blood glucose level ranged from 200-300 mg/dl.